Event description:
Device issue: suture mislocation. Symptoms/ae: pain, occlusion and thrombus. Time of symptoms/ae: approximately 3 hours post arteriotomy closure. It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, approximately 3 hours post procedure the patient complained of pain. The patient was sent back to the cath lab and an angiogram of the right common femoral artery showed complete occlusion and a thrombus at the arteriotomy site. It was noted that the suture had captured the back wall of the vessel. The right femoral artery was less than or equal to 5 mm. A thrombus treated with an angiojet. The occlusion was probed with a guide wire; however, the wire was unable to traverse the lesion. The patient was taken to the operating room for successful surgical repair of the artery. There were no other reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.